Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. From risk assessment completed for this products failure mode it can be concluded that the failure mode is documented in the applicable dfmea, and the occurrence rate is being investigated under CAPA-06103.

Event description:
Ecn event description: after the pulmonary vein ablations, when it was time to pull the guidewire, the doctor felt tension and continued pulling anyway, resulting in entrapment of the cardiac tissue and damage to the guidewire. Patient present at time of event? Yes. Patient complications: other provide details for "other" patient complication: tissue entrapment caused by the guidewire in the physician's opinion, did the device or procedure cause or contribute to the patient complication? No medical or surgical interventions: there was no need for intervention, as the ablation was already complete. Patient outcome: expected to fully recover procedure number: pn (B)(4) device acquired from a distributor? No it was reported that device difficulty removal occurred, resulting to entrapment of the cardiac tissue and damage to the guidewire.

Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The risk assessment for the guidewires: ptfe product was completed using the applicable failure matrix analysis "dfmea" (rsk-dfmea-000049 rev.10). A review and summary concluded: the complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Line 376 in the aforementioned dfmea states "peri-procedural risks (occurring before, during and/or after procedure)" notes that "harms to the patient that result from the procedure" potentially leads to "previously unidentified harms" with "emerging use" as a potential root cause, with the affect as "require treatment". Analysis of the failure mode for the hazard(s)/ hazardous situation in question demonstrates a severity rating of 2. The occurrence rate for this emerging use is currently unknown and is being investigated under CAPA-06103. From risk assessment completed for this products failure mode it can be concluded that the failure mode is documented in the applicable dfmea, and the occurrence rate is being investigated under CAPA-06103.

Event description:
Ecn event description: after the pulmonary vein ablations, when it was time to pull the guidewire, the doctor felt tension and continued pulling anyway, resulting in entrapment of the cardiac tissue and damage to the guidewire. Patient present at time of event? Yes. Patient complications: other. Provide details for "other" patient complication: tissue entrapment caused by the guidewire. In the physician's opinion, did the device or procedure cause or contribute to the patient complication? No. Medical or surgical interventions: there was no need for intervention, as the ablation was already complete. Patient outcome: expected to fully recover. Procedure number: pn (B)(4). Device acquired from a distributor? No. It was reported that device difficulty removal occurred, resulting to entrapment of the cardiac tissue and damage to the guidewire.